Manufacturer narrative:
Since the subject device was not returned, omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised it might be occurred due to the user's insufficient or inappropriate reprocess. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found a foreign material on groove or gap of the subject device' air/water nozzle during the incoming inspection at olympus service operation repair center (sorc) . It was not provided the other detailed information. There was no patient injury associated with this report. If additional information becomes available, this report will be supplemented.